Event description:
A report was received that the patient had passed away. The implanting physician doesn't know the reason nor do they want to speculate whether or not the death is device related.

Manufacturer narrative:
A review of the device history documentation for the implanted devices revealed no anomalies or deviations occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description:enh st ld kit, 50 cm b2: date of death is (B)(4) 2011.

Event description:
A report was received that the patient had passed away. The implanting physician doesn't know the reason nor do they want to speculate whether or not the death is device related.